Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a thoracotomy (vats lobectomy) procedure. The device was not able to fire and the surgeon was not able to squeeze the handle. There was no patient injury.